Manufacturer narrative:
(B)(4). Event description updated, other relevant history added, lot # and expiration date added, device available for evaluation updated, device codes added, device evaluated by manufacture updated, device manufacture date added, evaluation codes added, UDI # added. Product evaluation: failure analysis for fiber (B)(4): the glass cap shows a circumferential fracture on the distal side of fiber/cap fusion zone at the bevel edge; the fiber proximal to fracture can rotate independently of metal cap; the glass cap exhibits severe devitrification at output window; the metal cap exhibits mild detritus adhesion on surface; the outer flow tubing open end exhibits minor scratch marks. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
Additional information: the first fiber: 68,779 joules used and 8:13 minutes expended. The fiber tip (cap) was not cleaned during the procedure.

Event description:
It was reported that during a prostate procedure, the side-firing fiber was pulled out of the patient to control and clean up some bleeding and after reinserting the fiber into the patient it was noted that the aiming beam was coming out of the tip of the fiber. Procedure was completed with a second fiber. Patient outcome: ¿ok¿. No injury reported.